Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on continuous glucose monitoring and diabetic ketoacidosis. Reportedly, the cause for the reported issue was due to an occlusion. Elevated bg was addressed with a supply change. The occlusion alarm kept reoccurring after changing infusion set and cartridge. The customer reverted to an alternate form of insulin therapy.